Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but five(5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and hemolysis was observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier separation and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had issues with poor barrier separation of samples and hemolysis. There was no report of patient impact.